Event description:
The user informs us the removal of an adjustable valve from a patient 3 days after implanting due to failure to drain.

Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. Visual examination : no deposits is observed to inside of the valve and the reservoir,colorless liquid is present inside without any deposits, a piece of catheter of nearly 20mm is connected on the connector of the anti-siphon device. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible and the ball is not stuck on its seat; it confirms that there is no obstruction. After cleaning of the valve, the programmation is possible, however some pressure ranges are lower than our specifications. The pressures measurement realized on the anti-siphon are not in the determined specification. The visual inspection does not show any defect that could explain these lower pressures in conclusion,according to our functional test the valve does not meet its specification. The root cause could not be determined by our quality service. The issue faced by the used could not be reproduced under laboratory condition.

Event description:
The user informs us the removal of an adjustable valve from a patient 3 days after implanting due to failure to drain.